Event description:
The customer reported that two fully charged autopulse li-ion batteries (s/n (B)(4) and (s/n (B)(4) intermittently does not power on the autopulse platform (sn 43749) but it would successfully powers up with another autopulse battery. The two batteries in questions were noted to have all 4 green led lights illuminated upon status check and successfully powers up another autopulse platform. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided. Please see the following related MFR report: MFR (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
Zoll has received the autopulse li-ion battery however, the investigation is still in progress. A follow-up report will be submitted when the investigation has been completed.

Manufacturer narrative:
The reported complaint of a fully charged autopulse li-ion batteries (s/n (B)(6) does not power on the autopulse platform (sn (B)(6) was not confirmed during the functional testing and the archive data review. No device malfunction was observed during the testing, and the battery worked as intended. No physical damage was observed on the battery upon incoming inspection. The archive data reviews showed no errors recorded in the whole archive. Battery was last charged successfully on (B)(6) 2022, and it was last used/inserted in the autopulse the same day.